Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler did not power down during the treatment test. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
A possible association exists between the ccpd treatment with the liberty cycler and the patient¿s hernia. Hernia is a well-known potential complication of pd therapy. Increased intra-abdominal pressure during peritoneal dialysis due to the dialysate can create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures. Based on the information available in the file, the exact cause for the pt¿s hernia cannot be determined. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
On (B)(6) 2017, during routine follow up on an unrelated customer experience, it was reported that this patient (pt.) On continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) has a hernia (type unknown). Follow up with the patient's clinic indicated that it is unknown if the pt¿s hernia was pre-existing prior to initiation of pd therapy. The pts¿ pd nurse stated the pd treatments could have exacerbated the pt¿s hernia. The pt. Is scheduled to have an out-patient surgical repair of the hernia on (B)(6) 2017.